Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic phacoemulsification handpiece heated up and after two minutes it worked poorly. Procedure details and patient impact have not been provided.

Manufacturer narrative:
The handpiece (hp) was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the handpiece was found to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specifications. The handpiece (hp) was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).